Event description:
It was reported that lead exhibited noise and increase in pacing lead impedance. No therapy had been delivered due to the noise and the patient had been asymptomatic when noise occurred. Lead revision was recommended. The lead remained implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.